Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary no further information has been received as the product catalog number and lot number are unknown; hence, a manufacturing site investigation could not be conducted as the product is unknown. Additionally, bd tech services had reached out to the customer and advised them to maintain the tubes at room temperature or the specified temperature in the product insert. They discussed that the vacuum is affected by higher altitudes and pointed out the importance of keeping the tube in the holder until the blood stops flowing. Furthermore, a product insert was send to the customer. Investigation conclusion as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Rationale as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review.

Event description:
While using an unspecified bd vacutainer® product, there were reports of occurrences of underfilling. No serious injury or medical intervention reported.